Event description:
As reported to coloplast, though not verified, pt was implanted with novasilk mesh. Later the pt experienced vaginal serosanguinous and yellow discharge, itching, urinary urgency and frequency, burning, low back and mild suprapubic discomfort, back, pelvic, abdominal and vaginal pain, low grade fever, mesh erosion, bleeding, fatigue and a feeling of rawness in the vagina. Mesh excisions, anterior colporrhaphy an cystourethroscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.